Event description:
Why would you send me 4 test kits that have the extended expire date of 2025-01-15, that's only in 3 months from now? So, before the date above I will have to requests more tests again? And if so, will I be eligible to receive them since I only just this week received these (sha0901-ya16-014af 2024-01-15 2025-01-15) test in the mail this week? As you can see this is most inefficient as their extended expire is only 3 months from now. Please explain this to me. Reference reports: mw5161205, mw5161206, mw5161207.